Event description:
Hysterectomy was being performed when blade broke apart in pt and became a foreign entity. Pt was transferred to pacu. An x-ray was obtained and foreign entity was visualized. Pt was returned to operation room where blade was successfully removed.